Event description:
It is reported that in 2009, the pt was being revised due to severe pain, and the articulate surface was implanted with the locking mechanism not locked into the tibial baseplate. The surgeon had planned on performing this surgery to ensure that the pt's cultures came back negative for infection in which they did. The pt's articular surface was revised and the site was irrigated once again six days later. See medwatch 1822565-2009-01120 for the 1st revision surgery info.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. The pt was revised again due to the surgeon implanting the articular surface without the surface being locked into the tibial baseplate. The surgeon was waiting on cultures to come back from 2009 revision surgery and had opted to schedule another revision surgery that occurred six days later. Cultures came back negative and the surgeon irrigated the site out again and implanted a new surface with the locking mechanism secured in the tibial baseplate. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.